Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not charge the ipg in about a year and the ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored.